Manufacturer narrative:
Results of investigation: a vyaire medical field service representative (fsr) went on-site and noted the 3100a ventilator needed a 7yr and 6k pm and performed both according to manufacture specifications. The fsr also preformed patient and performance check and both passed. Also replaced performance check label with new updated label.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested an onsite repair of the defective ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellows were showing some black dust on the 3100a ventilator and it does not hold the map (mean airway pressure). The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.